Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 504-505 mg/dl; cause was not provided. Manual injections were administered to address bg. Customer was released from the hospital 1 day later with the issue resolved.